Manufacturer narrative:
Updated fields: d4 (UDI#), d9, g3, g6, h2, h3, h6, h11. The 110mm monopolar rouvier knife (mcen102) was returned for evaluation: failure analysis: evaluation of the monopolar rouvier knife verified the problem reported by the customer as confirmed. The blue coating was melted on the side of the tip that is in contact with the patient. The blue coating was not made by integra microfrance. Root cause analysis: integra microfrance recommends repairs within its factory and cannot guarantee the services provided by an external service provider.

Event description:
N/a.

Event description:
It was reported that a patient was being treated by endonasal excision following a chondrosarcoma of the posterior nasal septum. During electrocoagulation, the plastic sheath of the coagulating tip of the 110mm monopolar rouvier knife (mcen102) began to melt and peel away from the tip of the instrument. It was reported that although there was "risk of plastic particle deposit on the mucous membrane and risk of coagulation of adjacent structure caused by removal of the sheath from the instrument", no deposit of plastic particles on the mucosa nor coagulation of adjacent structures occurred. Ultimately, there was no consequence to the patient, nor significant delay in surgical time. It was reported that the procedure went well. The surgeon did not need to reuse the instrument but used another method (coagulant aspiration) to achieve hemostasis at the end of the surgery. Additionally, it was noted that the instrument had been repaired by an external subcontractor, other than integra microfrance.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.